Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to generator changeout, device interrogation revealed multiple episodes of atrial noise reversion. Noise could not be reproduced during interrogation. The device was replaced. The lead remains implanted. No further information is available.